Event description:
This report is being filed after the subsequent review of the following journal article: eschler, a., ulmar, b., mittlmeier, t., gradl, g., (2012, september), intramedullary medial collum support for charcot arthropathy ¿ is that sufficient?, international journal of the care of the injured, 43, s2. Charcot arthropathy is most often treated non-operatively. However, progressive loss of bone architecture and subsequent soft tissue complications like ulcer on locations where pressure concentrates make operative interventions necessary. In this study, eight patient ages 47-79 years old were enrolled with severe charcot deformation. A midfoot fusion bolt by synthes was used to stabilize the medial column. It was reported that five out of the eight patients were reoperated due to soft tissue problems during the first stay; also, implant associated problems were seen in four out of eight cases with predominantly loosing of the bolt and consecutive instability. The instability was treated by the addition of an angular stable plate. The author concluded that medial column support in charcot arthroplasty by an intramedullary rod does not provide sufficient stability. Additional fixation using angular stable plates may be necessary. There is not sufficient information to file multiple reports. Loosening of device and revision surgery.

Manufacturer narrative:
Device used for treatment not diagnosis. Eschler, a., ulmar, b., mittlmeier, t., gradl, g., (2012, september), intramedullary medial collum support for charcot arthropathy ¿ is that sufficient?, international journal of the care of the injured, 43, s2. This report is for an unknown midfoot fusion bolt. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.